Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation. The surgeon removed the head/liner and replaced with a new head/liner. To answer question below-no instruments were broken in case, therefore nothing removed from patient. Doi: (B)(6) 2010. Dor: (B)(6) 2019. Right hip.